Event description:
It was reported that the camera head exhibited no image when plugging the scope into the cv-190 processor before the procedure began. The device was inspected prior to use. There was no report of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.